Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi and tvr), conclusion: known inherent risk of procedure (mi and tvr). (B)(4).

Event description:
The clinical events committee adjudicated the previously reported mi as an arc mi. Date of mi is confirmed to have occurred one day after the previously reported. The revascularization carried out on the same day includes stenting and ptca of the lad and rca.

Event description:
The patient was treated with a resolute integrity drug eluting stent in the right pda. Twelve months later, the patient suffered an mi. The patient was hospitalised and a day later was treated with stenting and ptca. A resolute integrity drug eluting stent was implanted in the rca.